Event description:
Customer reports to have moisture under display screen due to sweat from running. Customer reports to have received a button error alarm. Customer's blood glucose was 61 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to moisture damage on the keypad traces. The insulin pump had moisture damage on the electronics. The insulin pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.